Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that an intervention taken to resolve the event was the administration of IV hydrocortisone which was given for the next 5 days and the patient was discharged on prednisone taper.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had inflammatory response post operatively. Immediately after the procedure, the patient had fever, chills, tachycardia, hypotension. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patients outcome at the time of this report was discharged and recovered with no neurological deficits. Dual antiplatelet therapy (dapt) was administered. The angiographic result post-procedure was reported as, "stent was patent." The lesion characteristics were a saccular unruptured aneurysm located in the left supraclinoid internal carotid artery with a maximum diameter of 9.6mm. The vessel tortuosity was normal. No procedural/ post-procedural imaging available. The cause of the event was not determined. The information has been confirmed/provided by the physician.